Manufacturer narrative:
G2. PMA / 510(k) #: class I exempt h3. Device evaluation summary: product analysis #803996534:5484113 lot# rs14h004 visual and optical examination identified it appears that part of the driver's tip has been sheared off. The metal deformation gives indication that the failure was the result of torsional overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having l4-s1 tlif for an indication of degenerative disc disease. It was reported that the surgeon attempted to adjust a pedicle screw implanted in the patient and bone quality was dense. The tip of the screwdrivers broke as implant would not move. The broken fragments were removed with a suction and dispose. Surgeon left the screw as is and continued with the case with no further issues to the hardware or patient. There were no patient symptoms reported. There were no further complications reported regarding the event.